Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion on electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self tests or verify back light anomaly, failed batt test alarm due to critical pump error alarm.

Event description:
Information received by medtronic indicated that the insulin pump display was not bright as usual and then had another battery alarm. Customer perform self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.